Manufacturer narrative:
It was determined that the proximate causes of the issues noted were: bezel assembly replacement is due to the being recall affected. Rubber motor mount damage associated to wear.

Event description:
The device had a worn motor mount.

Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. Service determined that the proximate causes of the issues noted were bezel assembly replacement is due to the being recall affected. Rubber motor mount damage associated to wear. There was no reported patient injury. This device is used for therapeutic purposes.